Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels.

Event description:
Update rec¿d 11/26/2014 - medical records received. Patient revised to address osteolysis and disability. Upon revision, metal debris was noted. This was an asr resurfacing system. The information received does not change the MDR decision.